Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that when patient presented for follow-up in clinic, the rv lead was not sensing appropriately or capturing at high output. Patient felt short of breath, dizzy and lightheaded. Physician explanted the rv lead and a new lead was implanted. No further information available.